Manufacturer narrative:
Reference record (b)(\4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient stays at hospital due to beginning of duodopa treatment. On (B)(6) 2018 the patient experienced discharge, redness and infection on peg area. Culture sample was taken from peg area on (B)(6) 2018. The physician diagnosed infection and prescribed duocid 1.5 gr 4x1 intravenous for treatment of infection on peg area.